Event description:
(B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. An investigation is ongoing and a supplemental medwatch will be submitted if new information becomes available. (B)(4).